Event description:
I had coolsculpting done and it made me larger and I developed pah. The only way to get rid of it is to have abdominoplasty. It is like a stick of butter. I am deformed. FDA safety report ID # (B)(4).